Manufacturer narrative:
The failure investigation has been completed and the alleged hot to touch issue and the alleged unexpected shutdown issue were verified. Additionally the alleged malfunction alarm issue could not be verified. A different issue was also identified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump unexpectedly shutdown and became warm to the touch despite being in room-temperature conditions. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly the customer took no action to address bg level. The customer contacted healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.